Event description:
The pt reported e8 (power interrupt) error was displayed on the infusion device. No physiological effects were reported. The pt did not require treatment from a health care professional or second party or address the issue. The infusion device was requested to be returned for eval. The complaint cannot be verified due to mishandling of the product. E8 were found in the history. The up button is always active. Due to an external mechanical influence the snap dome of the down button is pressed through. This source led to the always activated up button and unsolved e8 error messages.